Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's alleged post implant experience. No lot number was provided, therefore a review of the manufacturing records is not possible. Hematoma is identified as a possible complication in the adverse reaction section of the IFU. If additional information is obtained, a follow up MDR will be submitted. This MDR represents the bard/davol kugel patch (mesh #3) alleged to have been implanted on (B)(6) 2007. Separate MDR's were sent to document the three other alleged implants. The bard/davol kugel patch (mesh #1) implanted on (B)(6) 2005, the bard/davol kugel patch (mesh #2) implanted on (B)(6) 2005 and the bard/davol perfix plug (mesh #4) implanted on (B)(6) 2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following allegation is based on information provided by the patient: on (B)(6) 2005 - patient was diagnosed with bilateral inguinal hernias and underwent repair with implant of two bard/davol small kugel patches, one on the left side (mesh #1) and one of the right side (mesh #2). On (B)(6) 2005 - patient had an md follow up appointment with complaints of pain and was advised to follow up in one year. In ni/ni/2007 - patient had an appointment with complaints of pain and per md assessment the patient had bilateral recurrent hernias. On (B)(6) 2007 - patient underwent a laparoscopic procedure with findings of a right sided direct inguinal hernia medial to the patch, however, no left sided hernia was noted. During this procedure the surgeon removed the previously placed right sided small kugel patch (mesh #2) and implanted a large bard/davol kugel patch (mesh #3). On (B)(6) 2008 - patient underwent an unspecified procedure which included the surgeon "trimming" the previously placed large kugel patch (mesh #3) due to the mesh noted as "bunched up" and "one cm sticking towards the skin." Following the trimming of the patch the surgeon implanted a small bard/davol perfix plug (mesh #4) laterally to the kugel patch (mesh #3). In (B)(6) 2009 - patient's surgeon informed him that he had too much scar tissue and he would not be able to attach an additional product without problems experienced. Patient underwent an unspecified surgical procedure during which a hematoma was drained and there was partial explant of the "old mesh" and the placement of an unknown patch over the opening. The patient claims that he was advised to never lift anything over 25 lbs indefinitely, that he has chronic pain in his groin area and that he is currently disabled and no longer able to perform previous job duties as well as monthly pain management visits for narcotic prescription medications.